Manufacturer narrative:
Correction - section b5: the device mentioned should have been a "pacemaker (pm)" and not an "implantable cardioverter defibrillator (ICD)."

Event description:
It was reported that the patient presented for a routine generator change procedure. During the procedure, the pacemaker (pm) set screw was stripped and was unable to unscrew properly. The physician explanted and replaced the pm as planned. The patient condition was stable.

Event description:
It was reported that the patient presented for a routine generator change procedure. During the procedure, the implantable cardioverter defibrillator (ICD) set screw was unable to unscrew properly and the set screw could not be removed. The physician explanted and replaced the ICD as planned. The patient condition was stable.